Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the e. Coli peritonitis event. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler set. Additionally, there is no allegation of a defect reported for this event. E. Coli is one of the most common organisms causing gram-negative pd-related peritonitis and is often associated with high probability of technique failure and mortality. The pdrn reported that the cause of the peritonitis was a bowel issue. Peritonitis can be caused by transmural migration of intestinal microbes. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A male peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to not feeling well (symptoms not specified). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime. The culture resulted positive for escherichia coli (e. Coli) and the vancomycin was discontinued. The patient¿s symptoms continued to worsen resulting in hospital admission on (B)(6) 2022. During the hospitalization, the patient had a perma cath placed and the pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). The discharge date was not available. It is unknown if the patient will remain on hd or return to pd therapy. The cause of the peritonitis has been attributed to an unspecified bowel issue. The pdrn stated this was not a touch contamination event and there were no issues with the liberty select cycler or cycler set. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the e. Coli peritonitis event. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler set. Additionally, there is no allegation of a defect reported for this event. E. Coli is one of the most common organisms causing gram-negative pd-related peritonitis and is often associated with high probability of technique failure and mortality. The pdrn reported that the cause of the peritonitis was a bowel issue. Peritonitis can be caused by transmural migration of intestinal microbes. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A male peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to not feeling well (symptoms not specified). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime. The culture resulted positive for escherichia coli (e. Coli) and the vancomycin was discontinued. The patient¿s symptoms continued to worsen resulting in hospital admission on (B)(6) 2022. During the hospitalization, the patient had a perma cath placed and the pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). The discharge date was not available. It is unknown if the patient will remain on hd or return to pd therapy. The cause of the peritonitis has been attributed to an unspecified bowel issue. The pdrn stated this was not a touch contamination event and there were no issues with the liberty select cycler or cycler set. No further information was available.

Event description:
A male peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on 31/dec/2021 due to not feeling well (symptoms not specified). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime. The culture resulted positive for escherichia coli (e. Coli) and the vancomycin was discontinued. The patient¿s symptoms continued to worsen resulting in hospital admission on 03/jan/2022. During the hospitalization, the patient had a perma cath placed and the pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). The discharge date was not available. It is unknown if the patient will remain on hd or return to pd therapy. The cause of the peritonitis has been attributed to an unspecified bowel issue. The pdrn stated this was not a touch contamination event and there were no issues with the liberty select cycler or cycler set. No further information was available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the pump door and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) 11500ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, patient pressure sensor calibration check, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the baseplate under the pump and on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A male peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to not feeling well (symptoms not specified). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime. The culture resulted positive for escherichia coli (e. Coli) and the vancomycin was discontinued. The patient¿s symptoms continued to worsen resulting in hospital admission on (B)(6) 2022. During the hospitalization, the patient had a perma cath placed and the pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). The discharge date was not available. It is unknown if the patient will remain on hd or return to pd therapy. The cause of the peritonitis has been attributed to an unspecified bowel issue. The pdrn stated this was not a touch contamination event and there were no issues with the liberty select cycler or cycler set. No further information was available.